Event description:
Customer stated that the provue analyzer probe was dripping.

Manufacturer narrative:
An ocd field engineer (fe) visited the site in 2005 and found a clog in the fluidic system. The fe repaired the issue and confirmed proper operation, returning the instrument to its expected function. No erroneous results were reported. No death or serious injury was reported as a result of this incident. The possible effect of the reported condition is that the probe could drip either wash solution a or b into a reagent vial and dilute the reagent or sample resulting in a weaker reaction in a test. Because the correct matching of abo group between donor blood and pt is critical to transfusion safety, the risk attendant to an individual erroneous result is significantly lessened by laboratory practices and regulations that require that abo grouping be established by more than one test result and by reference to historical results. For this reason, laboratory practices mitigate the possibility of an erroneous result for this test. Although laboratory practices mitigate the possibiltiy of an erroneous result for ths test, based upon available information at this time if the alleged malfunction were to recur without this mitigation, a potential misclassification of pt / donor type and the possible transfusion of incompatible blood may occur. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.